Manufacturer narrative:
(B)(4). Batch # p91h5y the analysis results found that the cb5lt instrument was received with the sleeve broken and melted. The piece broken was returned inside a bag that not belong to ethicon product. In addition, the tyvek was returned along with the instrument. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic procedure, on the 5mm trocar, the harmonic melted the trocar and caused the tip to break off. Another like device was used to complete the procedure. The broken piece was removed. There were no adverse consequences for the patient.